Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation of the pulse generator the message "diagnostic data was invalid." The device was reinterrogated successfully. The patient would be monitored.